Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours). At the time of the procedure, the patient received heparin or other antithrombotic medication and a loading dose of 81 mg of aspirin and 300 mg of clopidogrel. Gp iib and iiia inhibitors were given to the patient. The target lesion located in mid left anterior descending (lad) with 30 mm length and a reference vessel diameter of 2.5 mm was pre-treated with one device using the largest balloon diameter of 2.50 mm x 15 mm length of wolverine cutting balloon with 0% residual stenosis and timi flow of 3 and the lesion was further treated with 2.50 mm x 40 mm agent drug coated balloon successfully with 0% residual stenosis with timi flow of 3. Post procedure, elevated cardiac enzymes were detected and the patient was diagnosed with myocardial infarction. The patient was discharged with the continuation of aspirin and clopidogrel medications. No further details regarding event received.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).